Manufacturer narrative:
Partial device returned for evaluation. Evaluation was able to determine that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Shaft frosted down from bend in handle close to skin. Probe passed pretest. Warm saline was used to prevent further frosting during the procedure.